Event description:
The customer reported a fluid leak of approximately one (1) cup of volume from the bottom of a coulter act diff 2 analyzer while running one patient sample. The leak was not contained within the instrument and vacuum error messages were reported by the customer at the time of the event. The patient sample resulted in vote outs (non-numeric results) for all parameters. The sample was re-run after the instrument had been repaired, with acceptable results. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/16/2015. The fse confirmed the leak; the waste filter was occluded, causing fluid to back up in the vacuum isolator chamber (vic). The waste filter and the vic were replaced, resolving the event. The repairs were verified per established service procedures. (B)(4).